Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed occlusion during test. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the device was contaminated of fluid. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Fluid ingression was on the outer device and chassis base of the downstream occlusion sensor which possibly caused the issue. Downstream occlusion sensor was replaced. The cause of the reported problem was traced to the user of the device. Product is beyond 3 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 6400 h4: correction: device manufacturing date: 08-jan-2019.